Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer reported "unit taking off too much tissue. Power plug looked melted." Add'l info received on (B)(4) 2011 from user facility stated that "there was no adverse event associated with this complaint. Another device was available for use and there was no pt harm."